Event description:
Started wearing widex hearing aid one year ago per ent / audiologist recommendation due to severe single sided sensorineural hearing loss and ringing in ear. They noted wearing a hearing aid in my ear that was affected would preserve my current hearing and prevent further hearing loss and lessen risk of other health related issues associated with hearing loss over time including possible risk of dementia, cognitive decline from the brain not being stimulated. I noticed changes this past december where it seemed worse and my hearing was tested and remained about the same. During my yearly hearing test yesterday they stated they are concerned as my hearing has worsened in the affected ear by 10 - 15 decibels since december and they do not have an explanation for the decline. Ringing in my ear has also gotten much worse over past few months. My hearing aid was adjusted yesterday as they mentioned the loss now extended beyond high frequency range into the low frequency range and mentioned it would take 3 or 4 days to adjust to the new sound. They also want to monitor and retest in a month to be sure there is not another drop in my hearing. The adjustment yesterday made everything sound very tin like, and just amplified sounds in an annoying way, uncomfortable. They assured me the hearing aid could not be weakening my hearing. Today, I decided to stop wearing the device as the sound was making me irritable and uncomfortable. I am not sure if it is device related or something unexplainable and health related but I started using a hearing aid to help and it seems it's been made worse. Ringing in my ear prior to device was at least tolerable and now it's very annoying. I am only in my mid 40s and this is a struggle trying to help save what's left of my hearing and knowing it's now worse. I wanted to share my experience in case it may be helpful.